Manufacturer narrative:
Analysis was performed by remote service personnel which included remote trouble shooting with the customer biomed. The results of the analysis confirmed the customer was using several different cuffs, including 3rd party cuffs. The incorrect cuffs were being used; therefore, non-invasive blood pressure (nibp) measurements could not be confirmed. The product malfunction was unable to be confirmed because the customer had the incorrect cuffs for measurement; however, the most likely cause of the reported problem was use of 3rd party nibp cuffs. The issue was resolved by providing the customer with the instructions for use with correct part numbers for accepted nibp cuffs. The customer was also advised to calibrate the device based on the service manual. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 indicating the device has a high diastolic bp as compared to other vs monitoring devices. It was also noted that the device inflates to 200 and deflates down to 2 and then cycles. The device was in use on a patient at time of event, there was no adverse event reported.